Event description:
Medtronic received a report that the patient had a visual field defect. No treatment was provided/required, and the status was recovering/resolving. The patient was undergoing surgery for treatment of a saccular aneurysm of the right internal carotid artery with a max diameter of 2.6 mm and a 2.0 mm neck diameter. Additional information received stating cec has adjudicated the site reported term of ¿visual field defect¿ as ¿visual disturbance in right eye¿ with a ¿possible¿ relationship to study device and ¿not related¿ to the study procedure. The patient was undergoing embolization treatment of a saccular sidewall aneurysm measuring 2.6mm x 2.0mm x 2.4mm x 2.0mm (dia, hgt, wd, neck) located in the c6 segment of the right internal carotid artery (ica). Medtronic received a report that the patient had visual field defect in the right eye. This adverse event (ae) led to hospitalization from (B)(6) 2020. Ae did not result in any treatment, blood transfusion, percutaneous intervention, physical therapy, or surgical procedure. The outcome status is recovered/resolved, outcome date is (B)(6) 2022. Diagnostics include head MRI/mra-1, normal findings on (B)(6) 2020; fundus (eyeground) photography-2 with normal findings on (B)(6) 2020; goldmann perimetry test-2 with normal findings on (B)(6) 2020. Ae occurred post-procedure. Ae was possibly related to the disease under study or underlying condition or disease. Ae did not result in a new or worsening of existing neurological deficits. After the procedure the patient experienced star-shaped visual disturbances in the right eye. Similar symptoms were already experienced previously after the treated left internal carotid artery (ica) aneurysms (B)(6) 2019. The site assessed this event did not lead to congenital anomaly, death, disability, or medical intervention and was not considered life-threatening. Site assessed possibly related to device and study procedure. Wall apposition was achieved. Side branches covered by pipeline device: ophthalmic artery, posterior communicating artery. The patient was undergoing surgery for treatment of a saccular, right internal carotid artery (ica) c6 sidewall aneurysm with a max diameter of 2.6 mm and a 2 mm neck diameter. The aneurysm dome height was 2 mm and aneurysm dome width was 2.4 mm. Parent artery diameter distal to aneurysm was 3.3 mm and parent artery diameter proximal to aneurysm was 4mm. There was no stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. The aneurysm occlusion (raymond and roy) at the end of the procedure was class 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.